Event description:
"Caller alleged discrepant results compared with the doctor's meter. Results as follows:" patient's monitor is yielding lower results that are out of his range of 2.0 - 3.2, whereas his provider's inratio monitor is within his range.

Manufacturer narrative:
Customer claims discrepant results between his inratio meter and provider's inratio meter. The time elapsed between tests was not given. It is not stated if the same strip lot number was used for the two meters. Inratio precision data provided by end-users: set #1 - value #1 user meter 2.3, value #2 provider meter 2.8, mean 2.55, std dev 0.353553, %cv 13.86484. Set #2 - value #1 user meter 1.8, value #2 provider meter 2.3, mean 2.05, std dev 0.353553, %cv 17.24651. Set #3 - value #1 user meter 1.9, value #2 provider meter 2.4, mean 2.5, std dev 0.353553, %cv 16.44434. The %cv for all three sets of values is less than 20%. The precision criterion is met. Product testing is not required. The provided values will not be evaluated for accuracy - correlation studies should be between inratio meter and laboratory reference instrument. Products are not expected to be returned. Conclusion: end-user reported precision discrepant test results from end-user's meter and doctor's inratio meter. No product was expected to be returned. Precision cv% was calculated. Each set of comparison cv% was within the precision cv% range (<20%). Precision discrepancy was not established. No further product testing is required. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of 06/03/2009, 17 discrepant results complaint were reported for lot #080868 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.